Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the header of the cardiac resynchronization therapy defibrillator (crt-d) was separated from the can. Another manufacturer's field representative contacted boston scientific technical services (ts) during the explant procedure and stated that the physician was experiencing difficulty loosening the set screws on the header. Ts discussed troubleshooting options. It is unknown if they were able to loosen the setscrew. No additional adverse patient effects were reported.